Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system error alarm during the prime test at 4 pounds due to a faulty force sensor resistor (gold). The following physical damage was also noted: cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system error. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.